Manufacturer narrative:
Additional information: the investigator assessed the event as not related to the anti-platelet medication and unlikely related to the study device. The mi was related to (B)(4) device (lot # 0009027926). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was also treated with stenting of the 3rd obtuse marginal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Index procedure was also prompted by evidence of ischemia. Approximately four months post procedure the patient suffered nstemi of the target vessel-lcx. Investigator assessed the mi as not related to the index device or anti-platelet medication. Sponsor assessed the mi was unlikely related to the anti-platelet medication and possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non-q wave myocardial infarction of the target vessel, 3rd udmi spontaneous and not stent thrombosis event. Cec also commented that the 3rd obtuse marginal is tightest stenosis, thus target vessel mi. Cec adjudicated no event for stent thrombosis. During index procedure, stents were implanted in 3rd om and cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the cx. Approx four months post index procedure the patient suffered worsening cad. It was reported that the patient restenosis of the lcx was observed. The patient was treated with stenting of the cx and medication. The patient recovered. The patient suffered a myocardial infarction of the target lesion. The investigator assessed the event as not related to the index device but possibly related to anti-platelet medication. Safety assessed the event as probably related to the index device and possibly related to anti-platelet medication.